Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that pressure transducer difference >5cm h2o, which indicated that pressure difference was out of range. In further information the technician confirmed that internal leakage test failed. According to the information provided by the technician, the pressure transducer printed circuit board has been checked and replaced to resolve the issue. The device passed all performance tests and could be returned to clinical use. The issue was decided to be reported based on available information as defective pressure transducer printed circuit board may lead to high pressure.   The device logs and defective part were not available for further evaluation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).